Manufacturer narrative:
The customer reported that the system shut down between cases and could not be restarted. The customer switched to another system and completed treatment. There was no patient impact. The company service representative examined the system and was able to confirm the reported event. The system shut down because the nurse tripped over the main power cord between cases. The main live wire became disconnected from the cord plug when it was in the wall socket, and therefore the system could not be powered back on. The company service representative checked continuity of mains lead and found no connection on live line. The company service representative opened the cord plug and found the wire was disconnected from the plug. The company service representative then replaced the cord plug to resolve the issue. The company service representative also observed the following surgeries, with no issues noted. The system was manufactured on may 19, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to customer misuse. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that between cases the system shut down. A restart of the system was attempted but failed. No patient involvement.